Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Infinity rocker arm assembly-not pinged properly-additional information requested from reporting facility.